Event description:
Doctor reported events of "port dysfunction/disconnection" from journal article: "laparoscopic roux-en-y gastric bypass versus laparoscopic adjustable gastric banding: five years of follow-up", surgery for obesity and related diseases 6 (2010) 470-476. This medwatch represents the 6 pts listed in table 3 on page 472 of the article who were diagnosed with port disconnection/port dysfunction. Allergan's approach to compliance is to resolve all doubt in favor of reporting.

Manufacturer narrative:
Taper unknown. (B)(4). The reporter of the complaint was asked to return the product for analysis as well as indicate the product serial number, date of event, implant date and explant date. Since allergan has not yet received this info, the connector type cannot be identified nor an assumption made as to the type of connector associated with this complaint. Visual examination may determine the connector type. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Device labeling addresses the event of leak as follows: "deflation of the band may occur due to leakage from the band, the port, or the connector tubing."